Event description:
During an acdf procedure at c4-cy on (B)(6) 2011, pt was implanted with a 3-level vectra plate (B)(4). X-rays taken 6 weeks post-operative indicate "the c7 screws project anterior to the plate and may have retracted and lucency of the c6 screws suggestive of movement/loosening." Pt has not been revised and screws currently remain in the pt. Reportedly, the screws that were placed were p/n 04.613.514, p/n 04.613.564. Which screws backed out and which ones are loose were not provided on completed questionnaire received. This is two of five reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned. Without a lot number, the device history records review could not be completed.

Manufacturer narrative:
The brand name of the device was corrected from unk-plate to ti vectra(tm) plate 3 level/48mm. Catalog #: the catalog name was reported as unk-plate on the initial medwatch report. The catalog # was corrected from unk-plate to 04.613.248. The catalog # was reported on the first follow-up report but was not clarified as a correction.